Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and performance testing. Analysis states that the computer boots and runs applications normally. No disconnections from camera were observed during burn-in testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned polaris spectra system control unit (scu) resulted in no failure being found through functional testing and visual/physical examination. Analysis states that when it was connected to a known good system, it performed as expected with no cycling events. A check of the event log did not reveal any adverse events. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy procedure. It was reported that the camera restarted repeatedly. There was a less than 1-hour delay to the procedure and no impact on patient outcome.